Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a soundstar eco 8f diagnostic ultrasound catheter and the sterilmed inc. Product analysis lab observed the shaft material seemed to be cracked, burred, barely exposing the internal catheter components. Initially it was reported that the soundstar eco 8f diagnostic ultrasound catheter was not moving or steering correctly. The soundstar eco 8f diagnostic ultrasound catheter was removed from the body and it was noticed that the soundstar eco 8f diagnostic ultrasound catheter spline was bent at the distal tip. The soundstar eco 8f diagnostic ultrasound catheter was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received. The primary packaging box was opened before the surgery and discarded. All the packages were discarded. The lab opened on the table and discarded all packaging before. The physician was delayed that day and the trash was already in the compactor. There was no complaint on any physical damage or any other issue observed on the package of the device (outer box, tray, pouch). The deflection issue was assessed as not MDR reportable. The potential that deflection issue could cause or contribute to a death, serious injury, or other significant adverse event was remote. The most likely consequence is a procedural delay, if the device has to be replaced. The spline bent issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The sterilmed inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, the tip of the catheter was damaged; the shaft material seemed to be cracked and burred, barely exposing the internal catheter components. The returned condition of the shaft material seemed to be cracked, burred, barely exposing the internal catheter components was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.

Manufacturer narrative:
The sterilmed inc. Product analysis lab received the device for evaluation on (B)(6) 2022. The investigation was completed on (B)(6) 2023. The product was returned to sterilmed for evaluation. Sterilmed performed visual inspection and functional test on the returned device. A non-sterile reprocessed soundstar® eco 8f diagnostic ultrasound catheter was received contained in the decontamination bag. The physical mark on the catheter indicated that it had been reprocessed two (2) times. Upon receipt of the catheter, visual inspection was performed and it revealed that the tip of the catheter was damaged; the shaft material seemed to be cracked and burred, barely exposing the internal catheter components. The deflection mechanism was verified, and the catheter could not achieve the r curve. When the catheter was disassembled, the puller wire was found to be loose at the handle section. According to the risk documentation, device damage and tip breakage are risks associated with the use of this device which are reasonably caused by foreseeable misuse; in this case, the device was still in one piece and no patient injury was reported, the highest risk is surgery prolonged. The instructions for use (IFU) provides proper handling instructions to prevent such issues from occurring. Burr, sharp edge or protuberance on catheter are risks associated to wear or damage to material and can cause vascular injury. However, devices undergo 100% visual inspection to detect these damages during the reprocessing cycle. The complaint history was reviewed. A manufacturing record evaluation was performed, and no internal actions related to the complaint were found during the review. The customer complaint regarding the catheter not moving or steering correctly was confirmed as the r curve was confirmed to be defective. The tip damage was also confirmed based on the appearance of the returned device. However, the root cause remains speculative with the limited information available as the device was manipulated outside of its original package. There is no indication that the issues reported are the result of a defect inherently related to the device. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations/warnings: - inspect the entire soundstar® catheter for damage. Do not use the soundstar® catheter if it is damaged. - ensure that both steering knobs are in the neutral position, and that the tension control knob is released before advancing or withdrawing the soundstar® catheter. - excessive bending or kinking of the soundstar® catheter can damage internal wires and/or distal tip articulating capabilities. As part of sterilmed¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿tip bent¿ issue and sterilmed inc. Product analysis lab observed ¿tip of the catheter was damaged; the shaft material seemed to be cracked and burred, barely exposing the internal catheter components¿. -investigation findings: stiffness problem identified (c0705) / investigation conclusions: cause not established (d15) / component code: steering wire (g04121) were selected as related to the customer¿s reported ¿deflection issue¿. Manufacturer's reference number: (B)(4).